Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber cap is still attached to the body of the fiber; the fiber/glass cap shows a circumferential fracture at distal side of fiber/cap fusion zone at the bevel edge; the glass cap exhibits mild devitrification at the output window; the metal cap exhibits very mild detritus adhesion. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported during a bph surgical procedure the fiber was damaged at 3,931 joules and 41 seconds of usage. The fiber was replaced and the case completed. Patient outcome: no injury to patient reported.